Event description:
Beckman coulter (bci) account manager reported that a customer has identified a potential specimen result problem if the worklist is not created properly on the fc 500 instrument with cxp software version 2.1 the customer created a worklist consisting of 4 identical panels and after the software automatically populated the carousel number to all the panel and the sequential tube numbers were populated, the custemer decided to add another panel to the worklist. Tube number was not specified and a sequential tube number was not propagated to the new panel. When the carousel was run and this panel was run, the instrument re-ran the tube from the previous test through the protocols in the last panel. The results obtained are accurate for the sample that was actually run, but it is identified with the incorrect sample ID. The error was detected by an operator and the mis-identified results were not reported out of the lab. The customer ran the correct test tube and obtained correct results. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Customer documentation of the fc500 with cxp indicates that the operator should be review all histograms before reporting results. The event was confirmed by in-house testing conducted by bci technical support personnel and the following was determined: if protocals with an unspecified tube location are added to the worklist and an operator proceeds to run the samples the software will process each tube through the designated protocols. When the protocols with an unspecified tube location are run, the system uses the tube in the last specified tube location and runs this through all of the subsequent protocols. The error was determined to be a software bug which has been corrected in the upcoming release of cxp sofware version 2.2.